Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the size and weight of an extension set with one-link needle-free lv connector was causing the insertion site to expand which resulted in the patient wound leaking. This event occurred when the distal end of the set was inserted into the patient catheter. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.